Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar spine anterior approach discectomy and bone graft fusion assisted posterior cortical screw fixation due to lumbar degenerative. Intra-op, the flex arm was not firmly fixed, and the doctor could not operate properly on the target intervertebral space, so the upper and lower endplates broke during the treatment of intervertebral space, and the artificial bone was implanted for posterior fixation and fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.